Event description:
Journal reference: kenney, et al. "Short-term and long-term safety of deep brain stimulation in the treatment of movement disorders." Journal of neurosurgery; 2007, 106:621-625. The study describes the results of a retrospective analysis of adverse events in 319 movement disorder patients treated with deep brain stimulation (dbs) at baylor college of medicine between 1995 and 2005 along with a comparison analysis of the medical literature. Reportable event: one stn patient committed suicide after more than two weeks post dbs therapy initiation.

Manufacturer narrative:
.